Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing of the returned device confirmed "check clutch" alarms. Visual inspection found the motor lead screw was loose. Therefore, the motor lead screw was tightened. After repair the device was found to pass all delivery, accuracy, and functional tests.